Event description:
It was reported that the lead became dislodged. Boston scientific technical services (ts) referred the patient to the clinic. The device remains in service. No adverse patient effects were reported. Additional information from the field representative was obtained which indicated that the lead was repositioned. The lead remains in service.